Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware repair needed. A field service engineer had the user attempt to recover the medication. Hardware test application (hta) was run to pop out the pockets, and the trays were cleaned thoroughly. The engineer assisted the user in reinstalling the pocket and successfully recovering the medication. All pockets and lids were tested afterward and confirmed to be functioning properly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system, displayed a message prompting to unload the cubie whenever access was attempted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, was receiving message to unload cubie when trying to access it. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.